Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found a base hardware failure alarm. Visual and functional tests were performed, which confirmed the reported issue. The pump deletes after powering up and the cause of the issue was contamination on the interconnect board. The interconnect board was replaced to fix the issue.

Event description:
It was reported that device had a base hardware failure and a broken syringe plunger driver. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.